Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) device due to the patient not being completely dry. All components were replaced and a smaller, 4.0cm cuff was implanted. No patient complications were reported.